Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during a hydrothermablation (hta) procedure, a small burn was observed on the patient vagina. The size and degree of the burn is unknown. It is unknown if the burn was treated, the patient is reported to be "okay".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. Information supplied was completed by the manufacturer based on information obtained from the user facility. The suspect device has been disposed. A device evaluation will not be performed therefore, the cause of the reported event is undetermined.